Manufacturer narrative:
The device was received for evaluation. During functional testing of the device no downstream occlusion alarms occurred. The device was tested for upstream occlusion detection, ultrasonic sensor air detection and downstream occlusion detection with passing results. A review of event history log revealed multiple occurrences of downstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through event history log review but no device correction was identified as it was operating within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during programming/setup. There was no patient involvement. No additional information is available.